Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap appears dry and has turned black, to the point where a dry, black residue was left on the thread of the line that was being capped. There was no patient injury or medical intervention indicated.